Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with elevated ketones and high blood glucose of 701mg/dl. The caller experienced vomiting, nausea, irritability, excessive thirst, and tired. The customer was having problems with the infusion sets. When she removed the infusion set, the cannula was bent and insulin was not going into her body. The customer mentioned also having low blood glucose of 42mg/dl and has treated with food. No further information was provided.